Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ correction h2: additional information - correction h6: event problem and evaluation codes ¿ correction data correction.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss over one hour was reported. Data was provided for investigation but does not reflect the alleged device. The allegation was undetermined via data. The probable cause could not be determined via data.